Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. Provocative testing was performed and noise was reproduced. The event was resolved by reprogramming the device. The patient was in stable condition.